Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the day before they experienced a blood glucose of 39mg/dl with confusion, tiredness, and loss of consciousness, associated with an alleged history settings issue. Reportedly, the patient remained on the pump and received treatment in the emergency room by their health care provider of food/drink, and glucose tablets/glucose gel. During troubleshooting with customer technical support, it was revealed the patient boluses shortly after eating but did not use the advanced bolus featured to add a blood glucose level. The patient stated they only bolused for the carbs, ¿a few hours later she went for a drive and didn't think her sugar was low but woke up and had been in a motor vehicle crash and crashed into a pole¿. The patient was diagnosed with a urinary tract infection in the emergency room. The patient stated they were not sure if the urinary tract infection contributed to the low blood glucose level. The patient stated it was ¿a new pump that she programmed herself, and she has not seen her hcp in a few years for any pump adjustment. Pt also admits that she could have miscounted her carbs, and that she is not sure how enter both ezcarb with bg to deliver a bolus¿. The patient was referred to their healthcare provider for diabetes management. The settings were reviewed with customer technical support and it was revealed the boluses were recorded as programmed, the bolus totals matched, and the basal history matched the active basal program settings. The basal delivery totals in total daily dose did not match due to the prime menu being accessed, and the suspend feature being used. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.